Manufacturer narrative:
Investigation is ongoing. : discarded.

Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) procedure for the aortic position with a 23mm sapien 3 valve, a 14 fr esheath was inserted via right femoral artery obtained by cut-down approach. The access vessel was narrow, and there was access vessel calcification. The valve was deployed. When the sheath was removed, liner torn was confirmed. No adverse event occurred. The procedure was completed. As per follow-up, a picture was received confirming a sheath liner strand rather than a liner torn.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "sheath liner torn", "difficulty introducing sheath", and "difficulty advancing through sheath" were confirmed with the provided procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Sheath liner torn an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. As seen in photos received, a liner tear on the exposed portion of the liner was revealed after removal of the sheath. Review of the 3mensio shows notable calcifications throughout the access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Sheath insertion and suturing - difficulty introducing sheath as reported, "there was strong resistance during sheath insertion at cia bent. Wire was replaced from extrasiff to lunderquist." Review of 3mensio shows an undersized access vessel with calcification and tortuosity. Per IFU/training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification." Patient factors such as undersized vessel diameters and calcification can create a constrained effect on the sheath increasing resistance during sheath advancement. Tortuosity can subject the sheath to suboptimal angles that can lead to non-coaxial advancement. Non-coaxial advancement increases friction/resistance between the vessel and the sheath. As such, available information suggests that patient factors (undersized vessel, calcification, tortuosity) may have contributed to the complaint event. Introduce and navigate system through sheath/access vasculature - resistance between system components - difficulty advancing through sheath a detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. As reported, -there was strong resistance during ds insertion-. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: -tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Tortuosity was confirmed to be present as seen in photos provided. -calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Calcification was confirmed to be present as seen in photos provided. -undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Undersized vessel diameter was confirmed to be present as seen in photos provided. -steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. However, there is no evidence of the operator inserting at a steep angle. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.- as such, available information suggests that patient factors (undersized vessel, calcification, tortuosity) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.